Event description:
In 2007, a pt's parent alleged that half of the pt's tooth broke off when the orthodontist removed the herbst appliance during orthodontic treatment.

Manufacturer narrative:
This alleged incident and the use of the herbst appliance could not be confirmed. The complainant (the alleged pt's mother) would not disclose the name of the treating orthodontist to confirm the use of the herbst appliance. Additionally, the pt could not be located in allesee orthodontic appliance's pt database.